Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time.A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted.The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare Professional reported a XEN®45 GTS "injector slider would not advance" during implantation in left eye. Surgery was completed with backup device. No eye injury reported.